Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that insert battery alarm did not display on the insulin pump screen. Customer stated that the insulin pump had blank display and exposed to water. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump passed selftest and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing, however insulin pump failed sleep current measurement, active current measurement and adjusted the brightness option to 5 and display does not adjust accordingly due to corroded electronic assemblies.